Manufacturer narrative:
Concomitant medical products: 419678 lead, implanted: (B)(6) 2011; 5076-52 lead, implanted: (B)(6) 2004 . If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that high/undefined impedance was observed on superior vena cava (svc) coil of the right ventricular (rv) lead. The svc coil was suspected of fracture and capped. The pace/sense and rv coil portions of the lead remains in use. No patient complications have been reported as a result of this event.